Event description:
It was reported that the device had a worn therapy connector. When the therapy cable was moved or wiggled, the device would intermittently fail to detect a connection to the therapy cable. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control confirmed with the customer that the therapy connector assembly was replaced. After that, proper device operation was observed through functional and performance testing. The device was then returned to use. The removed therapy connector assembly will not be returned to physio-control for evaluation.